Event description:
It was reported that during a meniscus repair the fast-fix suture knotting and cut fails. T1 and t2 were already deployed and secured. The ts were removed. The procedure was completed without a significant delay using a back-up device. No r other complications were reported.

Manufacturer narrative:
H10, h3,h6: one 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned separated from the needle. T1 and t2 were cinched together. The delivery needle was visibly bent downward and toward the left. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. B5: event description has been updated as new information was provided.

Event description:
It was reported that during a meniscus repair the fast-fix suture knotting fails. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.